Manufacturer narrative:
The display unit was replaced. The system was reconfigured and calibrated, and unit was returned to service.

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, on (B)(6) 2016, during a procedure, the unit switched to emergency mode and shut down. There was no reported patient injury.